Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors or handling of the device. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: event 1: the image on the screen became rough, followed by blackout (blackout) it was confirmed that instructions for ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Event 2: the abnormal image when the distal end section was heated, and the angulation was operation (blackout) it was confirmed that instructions for ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flex deflectable videoscope image on the monitor screen started to become grainy and then went blackout (no image). The issue was found during a therapeutic unknown procedure. The intended procedure was completed. There were no reports of patient harm.